Event description:
Event description guidant received information that this device displayed a warning that the endocardial lead measured shocking channel impedances of <20 and >125 ohms. Testing in the clinic setting (pacing lead impedance testing-plit) measured shock impedances of 46 ohms. All other lead measurements are stable and unchanged. No noise was noted when the patient performed isometrics.